Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to a corroded keypad trace. No number scrolling anomaly was noted. No moisture damage was noted on the electronics. No battery out limit alarm could be verified due to the unresponsive button. The insulin pump was received with a cracked display window, cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported a button error alarm. The blood glucose reading 160 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.